Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_ext, product type: extension. Product ID neu_ unknown_lead, product type: lead. (B)(4).

Event description:
A manufacturing representative reported that during an implantable neurostimulator (ins) replacement surgery, low impedances were measured on contacts 0/2. Impedances were measured to be in the 50s ohms. No therapy impedance was measured. The ins was programmed to c+, 2-.